Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use they had false positive troponin results with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: spoke with the customer. She believes it is a specimen quality issue. These samples come from the ER. She instructs the ER staff to fill the tubes completely and mix 8-10 times. This situation happened with a (B)(6) year old female. The initial troponin result was 1.51. Their protocol is to re-spin and repeat the test for results over 0.41. The retest was negative. The tube is 367962, lot # 9126528. The centrifuge used for all troponins is the hettich eda 200s and they centrifuge at 8000 rpm for 3 minutes. They use the beckman dxc 600.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for false positive troponin result with the incident lot. A review of the manufacturing records was completed for the incident lot and no issues were identified. Technical services has provided guidance to this customer regarding their processing of these samples. The principal pre-analytical issues for falsely elevated troponin assays include hemolysis and fibrin. These are of particular concern with highly sensitive assays, therefore careful attention is necessary in terms of phlebotomy, storage, handling and processing of specimens. Instrument manufacturers and published data on interferences may be a useful resource for this issue. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that during use they had false positive troponin results with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: spoke with the customer. She believes it is a specimen quality issue. These samples come from the ER. She instructs the ER staff to fill the tubes completely and mix 8-10 times. This situation happened with a 30 year old female. The initial troponin result was 1.51. Their protocol is to re-spin and repeat the test for results over 0.41. The retest was negative. The tube is 367962, lot # 9126528. The centrifuge used for all troponins is the hettich eda 200s and they centrifuge at 8000 rpm for 3 minutes. They use the beckman dxc 600.